Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge at the time of the call. Follow up with the customer determined that after loading a new cartridge the fill estimate was accurate and no further issues were noted.